Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, three months and twenty five days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted for an unknown reason. No additional adverse patient effects were reported.